Event description:
Multiple vf detections due to noise were reported. No inappropriate shocks were delivered. No adverse patient events were reported. Should additional information be received, this file will be updated.

Event description:
Multiple vf detections due to noise were reported. No inappropriate shocks were delivered. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
We were notified that this lead was explanted on (B)(6) 2022 and it was found that the wire was exposed. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing as well as an inappropriate ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
We were notified that this lead was explanted on (B)(6) 2022 and it was found that the wire was exposed. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 22 cm distal to the df4 connector pin that the insulation was found abraded through. In this region the conductor cable leading to the ring electrode was found exposed. The above mentioned damage is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Furthermore, a deformed inner coil was found directly next to the df4 connector pin, which most likely resulted from the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to the reported oversensing as well as an inappropriate ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.